Event description:
Following a diagnostic procedure an angio-seal device was placed in a patient's right groin. The patient was noted to be in stable condition following the procedure and was transferred to the floor. Approximately two (2) hours later the patient was noted to have no pedal pulses detectable in her procedure foot. A cardiovascular consult was obtained, and the patient was taken to the operating room where collagen was identified as having been partially deployed within the artery. The device collagen was removed and an embolectomy performed with restoration of the pulses. The patient was later discharged in stable condition. As of 10/27/1998 there has been no further report to the manufacturer of complication or patient sequelae.